Manufacturer narrative:
(B)(6) 2020 - intermittent noise, intermittent loss of capture, and oversensing leading to drop in biv pacing were reported. Fracture was suspected and lead was explanted. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance test measurements of (B)(6) 2019 with lv2, lv3 and lv4 showed values of more than 3000 ohms. The iegm freezes showed several artifacts on the farfield channel as well as on the left ventricular channel leading to oversensing as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance test measurements of (B)(6) 2019 with lv2, lv3 and lv4 showed values of more than 3000 ohms. The iegm freezes showed several artifacts on the farfield channel as well as on the left ventricular channel leading to oversensing as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
On (B)(6) 2020 - intermittent noise, intermittent loss of capture, and oversensing leading to drop in biv pacing were reported. Fracture was suspected and lead was explanted. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. 45 cm distal to the is4 connector pin the insulation was found crushed and deformed. At this location all conductor coils were found broken. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages like the cuts into the insulation 40 cm distal to the is4 connector pin and the presence of blood inside the leads body at this location most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Increasing impedance and inconsistent electrical signals on lv iegms were reported on (B)(6) 2018. Signal issues correlated with patient moving his arms. On 4-sep-2019, it was reported that this lead is also exhibiting loss of capture, noise, and inconsistent impedance. The representative and physician noticed that the noise on iegm clears when the patient stops moving his arms. Should additional information become available, this file will be updated.